Event description:
It was reported that during a pacemaker revision procedure the physician experienced difficulty advancing the right ventricular (rv) lead into the header. After the procedure, the field representative noted high out of range shock lead impedance measurements greater than 200 ohms which led to the suspicion that the rv lead had fracture due to the manipulation during insertion into the header. Subsequently this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.